Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a right ventricular lead exhibiting noise oversensing. The patient did not receive therapy during the noise oversensing. Programming changes were made, but were unsuccessful. The patient then presented for a lead revision procedure (B)(6) 2020. The physician attempted to revise the lead but was unable due to an occlusion. The patient was in stable condition before, during, and after the procedure. It was noted in a device interrogation during a follow-up in clinic (B)(6) 2020 that the noise continued to persist.

Event description:
New information noted that the right ventricular - rv lead exhibited noise oversensing due to insulation breach. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.